Event description:
During routine testing of the device at the service center, the user reported that the sensor and the holder were broken. Since the event occurred during routine testing, there was no patient involvement during this event.